Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. A fracture was suspected. It was noted that the physician was considering sending the patient to have epicardial lead implanted. Boston scientific technical services (ts) reviewed the data on the remote monitoring system and found the lv lead impedance measurements started to increase in beginning of the year. It was also noted that one year earlier the lv lead impedance was high and out of range as well and then went back in range from end of the month until start of this year. The lv pace configuration was tip to ring last year and when reprogrammed tip to can, the impedance measurements went back in range up until recently. Ts also noted that the presenting electrogram may show loss of capture on lv channel and suggested further evaluation. Additional information was received that a revision procedure was performed where the crt-d was explanted and replaced with another manufacturer¿s device. It is unknown if the lv lead was revised during the procedure. No additional adverse patient effects were reported.